Manufacturer narrative:
We were recently made aware of a virtuoso software product issue that could potentially impact patient safety for customers using version 5.4 or 5.5. The software scans slides at 4x,10x, 20x, or 40x magnifications. For images scanned at 4x, 10x, and 40x magnification, the linear and area measurement tools display a value that is 1/5, ½ and 2x the actual measurement, respectively. The measurement will be displayed incorrectly regardless of what magnification you are viewing the image at. For images that are scanned at 20x magnification, the measurement tools work properly in all versions of virtuoso including versions 5.4 and 5.5. For customers in the EU/eea and canada who use virtuoso v5.4 and v5.5 for primary diagnosis, the measurement tools for slides that were scanned at 4x, 10x, or 40x, could potentially cause incorrect estimation of clinical stage leading to improper treatment. Most pathology labs scan at 20x magnification, which is not impacted by this error. Use of the measurement tool in the virtuoso software is considered 'primary digital diagnosis', which is not on-label in the united states. Therefore, us-based laboratories should perform validation of the measurement tool prior to use of the software for clinical cases.

Event description:
Customer from (B)(6) reported when using software to select the same area in 2 bif pictures scanned at 20x and 40x respectively, the size of the scanned tissue as reported by the software are different, depending on scan magnification: at 40x the size value is double the real size. Clinical evaluation regarding changes in therapeutic management for up to 18 patients has not been provided; however early information specifies changes in t or n staging, leading to variations in assessing prognosis. Microscopic tumor measurements are most directly tied to patient staging and therapeutic intervention in the diagnosis of melanoma.